Manufacturer narrative:
The technician found a sticky fluid in the latch mechanism, which caused the siderail latch to stay open. The technician cleaned the siderail latch mechanism to repair the bed.

Event description:
Information received indicates the left intermediate siderail will not latch.